Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Patient reported experiencing unexplained elevated blood glucose level at least once a month for the last 2-3-months. Patient stated after testing with a blood glucose level of 18.0 mmol/l, he took correction of 5.9 units and his blood glucose level went up to 22.9 mmol/l. Patient reported he was able to bring his glucose down on his own. No adverse event reported. Requested return of the alleged device for evaluation.